Event description:
It was reported that the patient went to see the doctor about their controller. The patient was prescribed unknown medication, as a result. The patient was discharged after 1 hour. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported prescription. No lot release records were reviewed, as the product lot number was not provided.